Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 170 mg/dl. The customer stated that she was putting the information to give herself a bolus, then the numbers started going up. She replaced the battery and the device alarmed battery out limit. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.